Event description:
It was reported that the device entrapment occurred. The 90% stenosed target lesion was located in the average tortuous internal and common carotid arteries. A 10.0-31 carotid wallstent monorail and 3.5-5.5 190cm filterwire ez were selected for carotid artery stenting (cas). However, after deployment of the stent, it was noted that the outer sheath could not be retrieved. Severe resistance was encountered when pulling the sheath, causing the filterwire to be dragged downward. Due to a locked-like resistance sensation, retrieval by the standard procedure was abandoned. The non-boston scientific guiding catheter was used to retrieve the entire system including the filterwire without any problem. There were no patient complications as a result of this event.